Event description:
It was reported that during a roux-en-y bypass procedure, when advancing a clip to be fired, the clip would fall out of the jaw. All fallen clips were retrieved. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). What firing did the clips drop from the device? Yes. Was there any torquing or twisting when they were firing the device? Unknown. Were there any unusual noises heard when they were using the device? Unknown. Has the surgeon used the device before? Yes.

Manufacturer narrative:
(B)(4). The analysis results found that instrument (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed five clips as intended and it ejected eight clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j91l5y (mfg date: 06/30/2012 exp date: 05/30/2017).